Event description:
A customer reported that during a cataract procedure, the surgeon felt that more force than usual was needed to make the incision, and presumed that this was due to a blunt knife. This occurred four times in a period of one week, and was noted by two different doctors. In each case, the knife was exchanged and the procedure continued. There was no patient harm reported.

Manufacturer narrative:
A sample has not been received for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released on based on the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).